Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the device would not complete the boot-up cycle.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and observed that capacitor c106 had started to short, leading it to be electrically open, which exceeded the on current and led to the short of a transistor, designator q18. This failure caused the device to start charging (as though it would shock) immediately after the device was powered on, which pulled down the input power and prevented the unit from completing the boot-up cycle.